Event description:
The customer stated that a false positive architect total b-hcg result of (B)(6) miu/ml was generated for a patient sample on (B)(6) 2022. The same sample retested negative at <(B)(6) miu/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbott link from customers worldwide. Median values (for the negative population) for the complaint lot are within the established limits. Based on the investigation, no systemic issue or deficiency for lot number 28417ud02 was identified.